Event description:
It was reported that the physician experienced helix extension issue while attempting to implant this right atrial (ra) lead. After 52 turns the helix mechanism extended, however, the ra lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.